Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose as low as 50 mg/dl. Customer stated that they are working on finding a temporary basal that works well for exercise and they are going to speak with the doctor regarding potentially removing it during exercise. No further information provided.